Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 219 mg/dl. The blood glucose readings have been high for three weeks. Customer experienced dry mouth, frequent urination, pale and lethargic. Customer had ketones. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetic ketoacidosis. Hospital treated the customer with manual injections. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Motor error alarm noted during basic occlusion test and alarm noted during prime test due to faulty force sensor. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. Motor was tested outside the device and passed.